Manufacturer narrative:
Visual inspection of results: review of the batch files for batch 21392: sample resulted negative. All screening cells for crrs3 lot r168 appear negative. Screening cell 1 is homozygous for c. Customer tested the sample on the echo using a new lot of crrs 3 (lot r174) and the sample resulted negative.

Event description:
A customer reported unexpected negative reactions with capture-r ready screen 3 (crrs 3) on the galileo echo instrument. The patient has a history of anti-c.